Event description:
Unkit is reported that the patient reports pain along the front of leg and groin. MRI showed that revision surgery is needed. Patient states that revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.